Event description:
It was reported that the hv impedance was 0 ohms after induction testing. Two new devices could not convert the patient. Therefore, the lead was capped and replaced.

Manufacturer narrative:
Na